Event description:
Customer reported to beckman coulter, inc. (Bec) that they were doing maintenance and general cleanup on the closed tube aliquot (cta) side of the unicel dxc 600i synchron access clinical system and found there was evidence of overflow under the sample and piercing probe wash cups. Customer reported that both the sample and piercing probe wash cups appeared to be overflowing. Customer reported that the spilled fluid appeared to be autogloss and wash solution. Customer reported that the spill was contained within the analyzer. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak from the active wash station due to crimped waste peri tubing. The fse replaced the tubing, sample syringe and wash station.

Manufacturer narrative:
(B)(4).